Manufacturer narrative:
H6 - method code 3331: device history record review found associated source lots were manufactured within established parameters and limits. Claim# (B)(4).

Manufacturer narrative:
Device code 1494: age < 21 years old should have been included in initial MDR. Reference MFR# 2023826-2019-01665 for exchange lens. Device evaluation: dimensional and functional inspection did not find the lens to be within specifications. Investigation found that it is likely that the customers switched the initial and exchange lenses when packaging them for return. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -13.00/+2.00/70 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault but it did not resolve the problem.